Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. As there were crimp marks on the balloon between the markers where the stent implant was initially crimped on, it is likely that inadvertent mishandling while removing the protective sheath resulted in the noted stent damage (crushed) and ultimately resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed report, additional information was received, resulting in the following revised event description: it was reported that a 3.5x23mm rx xience alpine stent delivery system (sds) was pulled out of its dispenser coil packaging without any resistance noted. However, when removing the protective sheath packaging from a 3.5x23mm rx xience alpine sds, the stent came off of the balloon, and the dislodged stent was found threaded loosely over the packaging stylet; there was no resistance noted during removal of the protective sheath. There was no patient involvement. There was no clinically significant delay. Another sds was used without issue to treat the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the stent of a 3.5x23mm rx xience alpine stent delivery system (sds) came off of the balloon while the physician was trying to use it. The stent is located on the packaging stylet. There was no patient involvement. No additional information was provided.